Event description:
Oxygen delivery from the anesthesia machine malfunctioned during surgery for a leg amputation. The anesthesia machine was removed from use and the MFR, general electric, was notified and replaced the internal gas mixer. No harm to pt.